Manufacturer narrative:
(B)(4). The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The probable cause for the iipv found in the device logs was determined to be insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the min drain volume threshold. The device was subsequently forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Follow up: product surveillance followed up with the nurse, and provided the results of evaluation. The nurse reported that the patient was doing well on the new cycler with no reported issues. No medical intervention or patient injury was associated with this report. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4).

Event description:
During initial assessment, an increased intraperitoneal volume (iipv) situation was found which occurred on date (B)(6) 2010 during drain cycle 5. The drain volume was 3520 ml. The programmed fill volume was 2000 ml. This drain volume meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.